Event description:
The patient called alleging segments were missing on the lifescan meter. The patient received readings from th 200's-400's and felt agitated and sweaty at the time of testing. The patient mentioned due to the high readings they received on the device their physician adjusted their insulin based on the meter readings. The patient was on lantus, 70/30 40u to 50u twice a day. The test strips were in good condition and not expired. The patient did not have control solution to check the test strips. The codes matched and the technique of applying blood on the test strip was correct. This case is being documented as a malfunction, since segments were missing on the mete. The patient suffered a serious injury; however, there is no evidence that the meter contributed to the injury. Meter read high and the physician increased the patient's insulin due to the high readings.